Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were the devices locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open (please clarify for both devices)? How was the procedure completed? Lot# p93812 is invalid. Do you have the correct lot number? The analysis found that one (B)(4) device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure the 1st two devices had jaws that would not open to release. No additional information was available at the time of the call. It is unknown how the procedure was completed. There were no patient consequences reported.